Event description:
It is reported that the surgeon was attempting to drill a hole into greater trochanter, drill bit broke, leaving approximately 12mm of 1.5mm drill bit in greater trochanter.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: the product is not returned for analysis. The part number and lot number info is unknown to check the drawing and manufacturing specifications. Instrumentation used and the patient info such as age and sex is also unknown. Cause cannot be definitively determined. Evaluation: review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.